Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had alarmed stuck button. Troubleshooting was performed. The customer¿s blood glucose level was 178 mg/dl at the time of the incident. The customer was advised to remove the battery cap without removing the battery, and the customer reported that the insulin pump did not alarm batter failed. The insulin pump will not be returned for analysis.